Event description:
Carelink transmission data integrity missing reports on transmission; trends. Manufacturer response for implantable loop recorder, linqii (per site reporter). Manufacturer response for analyzer, pacemaker generator function, carelink smartsync (per site reporter).